Manufacturer narrative:
Suspect cls availability unknown.

Event description:
On 19apr2021 a johnson and johnson employee received a letter from a patients (pt) legal representative who reported the pt experienced decreased vision in the left eye (os) after wearing an acuvue¿ oasys¿ for astigmatism brand contact lens (cls). The pt experienced a burning sensation in both eyes after inserting new lenses. The pt removed the suspect lenses, but the burning continued throughout the night resulting in temporary vison loss in the right eye (od) and decreased vision in the os. The pt visited an eye care provider the next day who advised one cornea was damaged in an unknown eye and the cornea will regenerate. On 13may2021 MDR # 1057985-2021-00134 was filed for the pts os event. Due to the limited information provided at that time, the pts od event was determined not to meet the criterial for a serious reportable event. On 30sep2021 medical record information was provided by a patients (pts) legal representative. The pts medical records reflect the following information. The date of event is (B)(6) 2021. Date of visit: (B)(6) 2021: history of present illness (hpi): the pt is seen for a chief complaint of red eye od. The pt reported inserting contact lenses (cls) last night and took them out after a few minutes because they started to bother the eyes. The pt states the od has been burning and watering since removing the contacts and associated with blurred vision, photophobia, and tearing. The red eye is mild in severity, present for 1 day. The pt is not currently being treated. Dsc va: od: 20/200; ph: 20/70 -1; iop: attempted but not achieved; conj: white and quiet slit lamp exam: od: cornea: 8 mm erosion; anterior chamber: deep and quiet; iris: normal; lens: clear. Dsc va os: 20/200; ph: 20/30; iop: 15; conj: white and quiet. Slit lamp exam os: cornea: 4+ superficial punctate keratitis (spk); anterior chamber: deep and quiet; iris: normal; lens: clear. Impression/plan: chemical burn ou, applied erythromycin ointment od and pressure eye patch. Pt will remove patch tomorrow morning and will return tomorrow afternoon for a recheck. Prescribed: ofloxacin 0/3% eye drops, 1 drop qid ou. Date of visit: (B)(6) 2021: hpi: pt presents for fu for chemical burn ou. Pt was seen on (B)(6) 2021 at which time the pt was counseled and prescribed ofloxacin 0.3% eye drops, 1 drop ou. Modifying factors: improved with drops; signs and symptoms: eye redness, pain, blurred vision, discharge, and tearing; timing: throughout the day; quality: burning. The pt reports the od is still in a lot of pain. Eye exam: dsc va: od: 20/200; lid: quiet and normal; conj: 2+ injection. Slit lamp od: cornea: 7mm erosion; anterior chamber: deep and quiet; iris: normal; lens: clear. Dsc va: os: 20/200 +1; ph: 20/30; lid: quiet and normal; conj: 1+ injection. Slit lamp os: cornea: 3+ spk; anterior chamber: deep and quiet; iris: normal; lens: clear impression/plan: chemical burn ou; located on od plan: bandage/therapeutic cls; indication: corneal abrasion; (air optix night and day +0.25 sph). Anesthesia: proparacaine drops; indication: corneal abrasion. Proparacaine drops were employed to obtain adequate anesthesia, fluress instilled od/os, contact lens bandage applied od. Pt tolerated well. Date of visit: (B)(6) 2021: hpi: the pt presents for further evaluation and management and bandage contact lens (bcl) removal. Modifying factors: improved with drops; signs and symptoms: pain and blurred vision; timing: throughout the day; quality: chronic. The pt reports the pain is almost completely resolved. Eye exam: dsc va: od: 20/200; ph: 20/70 +1; conj: 1+ injection. Slit lamp od: cornea: 6mm erosion; anterior chamber: deep and quiet. Dsc va: os: 20/400; ph: 20/70 -2; conj: 1+ injection. Slit lamp os: cornea: 1+ spk; anterior chamber: deep and quiet. Impression/plan: chemical burn ou. Besivance was applied in the office; the bcl (air optix) was inserted on od for indication of non-healing corneal epithelial defect. Ocuflox qid ou for 1 week and return in 3 days, (B)(6) 2021. Date of visit: (B)(6) 2021: pt presents for fu for chemical burn ou. The pt states the chemical burn ou is worse. Symptoms include pain and tearing. Va dcc: od: 20/100 -2; ph: ni; conj: 1+ injection. Os: 20.40; ph: 20/60. Va dsc: od: 20/400; conj: white and quiet. Os: 20/200. Ou: 20/100 -2. Slit lamp exam od: 2mm central corneal erosion; anterior chamber: white and quiet os: cornea: clear; anterior chamber: deep and quiet. Impression/plan: chemical burn od. Proparacaine drops were employed to obtain adequate anesthesia; besivance was applied in the office and an air optix bcls was placed in the od. Prescribed: ocuflox ou qid for q week and return in 2 days. Date of visit: (B)(6) 2021: the pt is following up for chemical burn od. The pt presents for further evaluation and management. Timing: throughout the day; modifying factors: better with therapy; signs and symptoms: none. The pt followed the treatment plan as directed. Eye exam: dcc od: 20/200; ph: 2070; conj: 2+ injection. Os: 20/50; ph: 20/25. Dsc od: cf @ 2 ft; conj: white and quiet. Os: 20/200. Slit lamp od: cornea: erosion closed; opacified epithelial cells central; anterior chamber: deep and quiet. Os: cornea: clear; anterior chamber: deep and quiet. Impression/plan: chemical burn ou. Prescription: continue ofloxacin qid until gone; pt may return to work on friday; fu prn. No additional medical information has been received. With the receipt of the additional medical information provided on 30sep2021, the pts od event is now determined to be reportable serious adverse event. It is unknown if the product is available for return for evaluation. Lot number b00wbhw was reported. It is unknown which eye the lot number is related to. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00wbhw was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.